Event description:
The customer called to report an error alarm and off no power alarm occurred without the low battery warning. It was stated that the customer cleared the alarm and reprogrammed the pump. The customer ran a self-test and passed. During the call the customer indicated that they were treated at the emergency for high bgs a week before the call. The customer informed that they did not exercise the two high bg rule before being admitted. Bgs were treated with an insulin drip. The doctor could not determine the cause for high bgs. Troubleshooting was declined at the time of call.